Event description:
It was reported the right ventricular lead exhibited chronic high threshold measurements. Following the patient's atrioventricular node ablation procedure, the lead was capped and a new lead was implanted. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).